Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a dexcom g7, noting that a leaking cartridge/reservoir prevented insulin delivery and that glucose decreased after replacing the vial, with a highest cgm value of 289 mg/dl and a glucometer reading of 313 mg/dl. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a leak associated with the reservoir component consistent with a device leak/splash. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.